Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) showed a "system check failed - change console immediately" message during startup. The power was cycled, but the alarm remained. There was no reported patient involvement.

Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported system self-check error has been completed. The device logs are consistent with the reported failure mode. The logs show repetitive communication issues indicating errors in serial communication with pbm via channel 10. With the actual device, the system self-check failure was reproduced. The pbm was confirmed to be corrupted on both surfaces next to the super caps. The root cause of syscall error was due to a defective pbm. The root cause of the defective pbm was corrosion due to leaking super capacitors. This report is being filed as part of a retrospective review of historical records.